Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. The history files from 2023-01-23 (specified date of the incident, given from the costumer) were investigated. At 2023-01-11 11:04 am a space line was inserted. Two minutes later the rate was set to 600 ml/h. At 11:30 am the infusion was started. The infusion was stopped at 12:41 pm by a "too few drops" alarm (reason for that alarm could not be clarified). Between 11:30 am and 12:41 pm a bolus of 2 ml was delivered. After the alarm was displayed, the space line was taken out. At 13:20 pm a space line was inserted. The rate was set to 100 ml/h. The infusion was started at 13:20 pm and was stopped at 13:21 pm by an air bubble alarm. (Reason for that alarm could not be clarified). Then the line was purged, and the infusion was started again. At 14:21 pm the infusion was stopped by the costumer. The act volume infused entries inside the history files passed the set values from the costumer. No anomalies could be detected. A visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were not available. The device was is in a clean state and no visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,34%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. The history showed no anomalies. No flowrate deviation could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in finland: "underinfusion". Customer statement: "before the service was notified of the device incident report, the broken p2 connector was changed and other test has been done. "The pump infused the medicine much slower than the infusion rate set on the device. No risk to the patient. Hus service report: the pump calculates the total volume incorrectly, makes a strange ticking sound and seems to pump the liquid backwards (raises the blood from the cannula a little). The tubing has been fine, because it worked fine with the other pump."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.